Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of snare unable to deliver energy. Imdrf device code a2150208 captures the reportable event of snare loop entrapment.

Event description:
It was reported to boston scientific corporation that a captivator snare was used to remove polyp during a polypectomy procedure performed on (B)(6) 2025. During the procedure, after injecting the pedicle with a solution of adrenaline and methylene blue, it was looped with a 27 mm hexagonal snare. Despite repeated attempts, no current passed through. Efforts to release the snare were unsuccessful, as it became stuck to part of the polyp. They were only able to mobilize it using tweezers via an endoscope positioned alongside the colonoscope. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of snare unable to deliver energy. Imdrf device code a2150208 captures the reportable event of snare loop entrapment. Block b5 has been updated based on the additional information received on july 9, 2025.

Event description:
It was reported to boston scientific corporation that a captivator snare was used to remove polyp during a polypectomy procedure performed on (B)(6) 2025. During the procedure, after injecting the pedicle with a solution of adrenaline and methylene blue, it was looped with a 27 mm hexagonal snare. Despite repeated attempts, no current passed through. Efforts to release the snare were unsuccessful, as it became stuck to part of the polyp. They were only able to mobilize it using tweezers via an endoscope positioned alongside the colonoscope. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. Additional information was received on july 9, 2025. The snare was used in the sigmoid colon to remove a 5 cm pedicled, wide base and long polyp. The snare was securely attached to the active cord and no problems were noted with the cautery pin.

Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of snare unable to deliver energy. Imdrf device code a2150208 captures the reportable event of snare loop entrapment. Block e1 (initial reporter email) has been updated based on the additional information received on august 7, 2025.

Event description:
It was reported to boston scientific corporation that a captivator snare was used to remove polyp during a polypectomy procedure performed on (B)(6) 2025. During the procedure, after injecting the pedicle with a solution of adrenaline and methylene blue, it was looped with a 27 mm hexagonal snare. Despite repeated attempts, no current passed through. Efforts to release the snare were unsuccessful, as it became stuck to part of the polyp. They were only able to mobilize it using tweezers via an endoscope positioned alongside the colonoscope. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. Additional information was received on july 9, 2025 the snare was used in the sigmoid colon to remove a 5 cm pedicled, wide base and long polyp. The snare was securely attached to the active cord and no problems were noted with the cautery pin.